Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable watertightness failure. Based on the results of the investigation, the cause of the reported malfunction was traced to be component failure. And the cause of the additional malfunction cable watertightness failure was also traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head had noise appeared in the video image and was sterilized by mistake. The event occurred during reprocessing. There were no reports of patient involvement.